Manufacturer narrative:
Additional information: pt info, relevant tsts/lab data, other relevant history, model and lot # ,evaluation codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with non-union l5-s1 lumbar fusion, spinal stenosis l4-5, retained internal fixation and underwent the following procedures: exploration and removal of the internal fixation devices, l5-s1, augmentation of bone graft. Decompressive hemilaminectomy revision, l4-l5 bilaterally. As per op-notes, "...an incision was made over the dorsal elements of the l4-5 and l5-s1 disk inter-spaces. Dorsal elements were cleaned of soft tissue investments from s1 across l5 up to the l4-5 inter-space where the heads of the previous facet screws were identified. This was first done on the left side and then on the right side. On the left side, the washer was removed. The previous hemilaminectomy had altered bony landmarks. Additional collapse had resulted in the spinal stenosis. The inferior medial aspect of the inferior articular process inferior articular process of 4 was thinned, so as to unroof the foramen. This was carried out at l5-s1 as well. At the patient's previous fusion, soft tissue between the l5 lamina and the s1 lamina was removed. The inter-space at l5-s1 was opened and direct re-distraction was applied. There was no motion. So, only bone graft was planned. The graft was composed of allograft, 45 ml crushed corticocancellous allograft moistened with 7.5 ml of saline. Into this was morsellized a single medium bmp. This was up dried with 2 grams of avitene and placed across the dorsal elements&#26464;no patient complications were reported. On (B)(6) 2011: the patient was discharged with the following diagnoses: segmental instability, l4-5, with spinal stenosis and foraminal stenosis. Probable non-union with instability l5-s1. On (B)(6) 2012: the patient presented for an office visit. The CT scan of the patient demonstrated partial in-corporation of the posterior graft and the post-operative decompression changes. Fragmentation of the femoral ring was noted. On (B)(6) 2014: the patient presented for an office visit with bilateral low back pain and bilateral lower extremity pain. The patient underwent x-ray of posterior-anterior and lateral lumbar spine which indicated previous anterior spinal fusion at l5-s1. It appeared as though the instrumentation had been removed posteriorly at l5-s1. There was a sacroiliac joint fusion. The following were the active problems of the patient: epilepsy and recurrent seizures. Lower back pain. Pulmonary disease. On (B)(6) 2014: the patient underwent MRI of the lumbar spine due to low back pain for comparison with CT of lumbar spine dated (B)(6) 2012. It was found that there were post-operative changes at l5-s1 with the following specific findings: indeterminate inter-body fusion at l5-s1 with n o definitive solid fusion seen, but thin section CT could further confirm. Grade I degenerative l4-5 spondylolisthesis, moderate severe central/ sub-articular recess stenosis. Incompetent-appearing facets at l4-5 with facet joint diastasis and bilateral effusions. Right foraminal bulge/protrusion at l3-4 encroaching on the right l3 ganglion. No fracture, mass or infection. On (B)(6) 2014: the patient presented for an office visit for follow-up on MRI. The following were the active problems of the patient: epilepsy and recurrent seizures. Lower back pain. Lumbar radiculopathy. Lumbar spondylolisthesis. Pulmonary disease. On (B)(6) 2014: the patient presented for an office visit for bilateral leg pain follow-up. The imaging and test results indicated 12.5 mm of antero-listhesis of l4 and l5 in flexion that reduced to 4 mm in extension. The following were the active problems of the patient: epilepsy and recurrent seizures. Lower back pain. Lumbar radiculopathy. Pulmonary disease.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent spinal fusion surgery on lumbar region of spine from vertebrae l5 to s2. The rhbmp-2/acs and collagen sponge were used in the surgery. Post-op, patient experienced chronic pain in low back and pain and radiculopathy into lower extremities, including numbness in both feet. . The patient had difficulty in sitting, standing, walking and sleeping. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.